Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) electrical failure code 35 and 50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: postal code- (B)(6). Site state-(B)(6). It was reported that during repair service, the cs300 intra-aortic balloon pump (iabp) had an issue with electrical failure code 35 and 50. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply and luer lock, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.